Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: fallopian tubes"), device dislocation ("she is s/p failed essure with misplaced coils/displacement of device"), genital haemorrhage ("persistent bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and uterine haemorrhage ("abnormal uterine bleeding") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii ((B)(6)), parity 1 (date of birth: (B)(6)) and uterine dilation and curettage. Concurrent conditions included deep vein thrombosis leg and bacterial vaginosis. Concomitant products included warfarin sodium (coumadin). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), eye disorder ("vision/eye problems type"), fatigue ("fatigue"), weight increased ("weight gain/loss specify which one"), alopecia ("hair loss"), abdominal pain ("abdomen pain") and uterine haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy, laparoscopy with bilateral salpingectomy, d and c), surgery (nova sure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, urinary tract infection, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, eye disorder, fatigue, weight increased, alopecia, abdominal pain and uterine haemorrhage outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, eye disorder, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results: essure confirmation dated : (B)(6) 2009, tissue did not grow around the essure device, and to come back in three months to be re checked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical records received: abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: uti, bladder or urinary problems or changes, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, vision/eye problems type:, fatigue, weight gain / loss specify which one:,perforation (other) please describe and state the location of the perforation: fallopian tubes, hair loss, abdomen pain, she is s/p failed essure with misplaced coils/displacement of device were added. Patient's medical history, concomitant medications were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (other) please describe and state the location of the perforation: fallopian tubes"), device dislocation ("she is s/p failed essure with misplaced coils/displacement of device"), genital haemorrhage ("persistent bleeding"), uterine haemorrhage ("abnormal uterine bleeding"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii (number of pregnancies: 2), parity 1 (date of birth: (B)(6) 1985) and uterine dilation and curettage. Concurrent conditions included deep vein thrombosis leg and bacterial vaginosis. Concomitant products included warfarin sodium (coumadin). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced weight increased ("weight gain/loss specify which one / weight gain"). In 2010, the patient experienced vision blurred ("vision/eye problems type: blurry vision"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain/pain"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdomen pain"). The patient was treated with phentermine (adipex), surgery (hysterectomy, laparoscopy with bilateral salpingectomy, d and c), surgery (hysterectomy with bilateral salpingectomy), surgery (nova sure endometrial ablation), surgery (ablation) and surgery (ablation). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device dislocation, genital haemorrhage, uterine haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, urinary tract infection, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, vision blurred, fatigue, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, vaginal haemorrhage, vision blurred and weight increased to be related to essure. Diagnostic results: essure confirmation dated : (B)(6) 2009, tissue did not grow around the essure device, and to come back in three months to be re checked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 23-may-2018: plaintiff fact sheet was received. Event updated to vision/eye problems type - blurry vision from vision/eye problems type. She received adapex for weight gain. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report